Event description:
New information received noted a recurrence of the post-sensed t-wave oversensing (pstwos) due to pseudo-pseudofusion. Programming changes were recommended, but not yet performed. The patient was asymptomatic and experienced no consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with post-sensed t-wave oversensing (pstwos) due to pseudo-pseudofusion. No interventions were performed. The patient was asymptomatic and experienced no consequences.